Event description:
A healthcare professional reported that nmaf4220, lot#9001061 implant lacked primary stability on tooth #16. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.